Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that large volume pump (lvp) keypad was not working and needed to be replaced.

Manufacturer narrative:
Correction: h7, h9 investigation conclusion: the customer reported complaint of the keypad being replaced due to the keypad not working was confirmed. Testing results identified that the lvp door assembly with keypads buttons would not function (channel select, pause, restart and channel off). Device inspection: external and internal inspection was performed on (qty 1 p/n 49000239). During external inspection, the lvp door assembly with keypad (qty 1 p/n 49000239) was observed with signs of fluid ingress on the optical cable. During internal inspection, the keypad was observed to have a damaged flex cable. Root cause analysis: electrical failure - design device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only a keypad was provided for the investigation.

Event description:
It was reported that large volume pump (lvp) keypad was not working and needed to be replaced.